Event description:
It was reported that, before a surgery, it was noticed that a platinum handpiece's motor was overheating quickly. The procedure was performed without any delay. It is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).